Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Tubing set misloaded alarm after cleaning. Collected logs. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for sticky pins. Upon investigation the pins did not have significant drag. An internal investigation found the issue was a result of the fva rocker axle being broken. No additional damage was identified.